Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, the wire could not be removed from the lead after placing the lead at its position. The wire was pulled out with much force. Then the physician used another wire and it could not be advanced further into the lead. Lead was not used and was replaced. Patient was stable.